Manufacturer narrative:
A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that the patient performed a routine port change together with a new syringe and line. After approximately 10 minutes, he noticed that there was a leak between the polyurethane tubing and rigid hub. There was no visible trauma to the line as had only been used for 10 minutes and the multi-tool was not used (fingers only). Patientt changed line and syringe but not the port. There were no further leaks for next 2 days. No patient injury was reported.